Manufacturer narrative:
Device is combination product.

Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) extending up to right posterior atrioventricular with 80% stenosis and was 70 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00x38mm promus element plus drug-eluting stent. Following intervention, the residual stenosis was 0%. An additional 2.5x33mm non-bsc stent was also implanted in the target lesion. After five days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was presented with coronary heart disease and was hospitalized on the same day. Two days after, the patient was referred for coronary angiography which revealed 90% distal stenosis in the rca. On the same day, the patient underwent percutaneous coronary intervention to distal rca. Post treatment, residual stenosis was 0%. In (B)(6) 2017, the event was considered to be recovered/resolved and the patient was discharged on the same day.